Event description:
It was reported that dissection, cardiogenic shock, and death occurred. The target lesion was located in the left anterior descending artery. Two promus premier drug-eluting stents were implanted, a 20 x 3.50mm and a 28 x 2.50mm. However, post implant, an edge dissection was noted at the distal end of the 28x2.50mm stent. The patient went into cardiogenic shock and died. It was further reported that the patient presented with severe left ventricle (lv) dysfunction and cardiogenic shock. During angioplasty, a minor dissection also occurred at the proximal end of the 28 x 2.50mm stent. The dissection was covered with the 20 x 3.50mm stent. The patient collapsed between the procedure because of poor lv function and cardiogenic shock. The cause of death was listed as cardiogenic shock.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that dissection, cardiogenic shock, and death occurred. The target lesion was located in the left anterior descending artery. Two promus premier drug-eluting stents were implanted, a 20 x 3.50mm and a 28 x 2.50mm. However, post implant, an edge dissection was noted at the distal end of the 28x2.50mm stent. The patient went into cardiogenic shock and died.